Event description:
Describe event, problem, or product use error: iabp (intra-aortic balloon pump) clotted off during surgery, blood would not draw or flush from the transducer. The transducer and pressure lines were replaced. The iabp was unable to read pressure due to the clot. There was not a negative impact to the care of the patient. Iabp was removed the following day. The reference number for the disposable is 0684-00-0296-01u, lot 3000331538. Mega 8fr 50cc iabp catheter. Getinge.